Event description:
It was reported that a patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy on (B)(6) 2025. The event was discovered while reviewing the patient¿s treatment records following a report of the patient filling slowly in fill 1 of 3 during treatment on (B)(6) 2025. The patient discontinued treatment during drain 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3677 ml during drain 3 of the treatment. This drain volume is 187% the patient's fill volume of 1971 ml. As a result of the iipv event, the technical support representative advised the patient to follow up with their peritoneal dialysis registered nurse (pdrn) due to the event. Additional information requested but to date has not been obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy on (B)(6) 2025. The event was discovered while reviewing the patient¿s treatment records following a report of the patient filling slowly in fill 1 of 3 during treatment on (B)(6) 2025. The patient discontinued treatment during drain 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3677 ml during drain 3 of the treatment. This drain volume is 187% the patient's fill volume of 1971 ml. As a result of the iipv event, the technical support representative advised the patient to follow up with their peritoneal dialysis registered nurse (pdrn) due to the event. Additional information requested but to date has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in b3 and d10.

Event description:
It was reported that a patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy on (B)(6) 2025. The event was discovered while reviewing the patient¿s treatment records following a report of the patient filling slowly in fill 1 of 3 during treatment on (B)(6) 2025. The patient discontinued treatment during drain 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3677 ml during drain 3 of the treatment. This drain volume is 187% the patient's fill volume of 1971 ml. As a result of the iipv event, the technical support representative advised the patient to follow up with their peritoneal dialysis registered nurse (pdrn) due to the event. Additional information requested but to date has not been obtained.